Manufacturer narrative:
A customer alleged a false positive on the cobas® sars-cov-2 qualitative assay for use on cobas® 6800/8800 systems lot g09927. The same sample was then tested on the same instrument and a competitor assay which both returned negative results. An investigation was performed to rule out any reagent kit contribution and no product problem was identified during the investigation performed. It is likely the discrepancies alleged are due to sample or site specific factors. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states, (B)(6), alleged a single false positive result with cobas® sars-cov-2 qualitative assay for use on cobas® 6800/8800 systems lot g09927. The customer questioned the initial positive result and repeated the same sample on the same instrument on (B)(6) 2020 and generated a negative result. The sample was then tested using the panther fusion covid-19 assay and generated another negative result. The discrepancy did cause a delay in the patient's surgery, however, there was no adverse outcome due to the delay. No harm was alleged. The specimen was a nasopharyngeal sample collected in saline media. This collection media and specimen type combination is not recommended in the method sheet. Saline media is meant for nasal samples, according to the methods sheet: this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system(uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. It is unknown exactly how this non-recommended practice would have affected the results generated by the customer. There is currently insufficient sample volume remaining for the customer perform additional testing of the sample. Review of the sample curves looks normal for the initial and repeat testing of the sample. Review of the control curves in both of the runs looks normal and no major shifts or suppression was observed. The cts generated for the controls in both runs are in line with release data. An investigation was performed to rule out any reagent kit contribution and no product problem was identified during the investigation performed. Based on all of the information in the case and the analysis performed supports that the test is functioning as intended. It is likely the discrepancies alleged are due to sample or site specific factors.